Manufacturer narrative:
The user facility reported that water and mold were found under the system 1e's processing tray. The water observed by user facility personnel was in the drip pan of the system 1e processor. The water in the drip pan and mold under the tray is indicative of improper daily cleaning practices as specified in the system 1e operator manual. The system 1e operator manual states (pp. 9-1), "daily cleaning and checks-clean processing tray. Wipe the inner surface and seal, processing tray/container, and accessory rack with a soft cloth dampened with 70% isopropyl alcohol." The operator manual further states (pp. 9-3), "daily cleaning and checks-remove processing tray from chamber. Clean the chamber using a soft cloth dampened with 70% isopropyl alcohol." Prior to the start of a processing cycle, a processing tray is placed into the system 1e processor. The instrument to be processed is then placed into the processing tray. At no time prior to a processing cycle would the instrument make contact with the underside of the processing tray or drip pan. A steris service technician inspected the processor and found it to be operating properly; no issues were noted. The system 1e processor was returned to service and no additional issues have been reported. The steris service technician discussed the proper use and operation of the system 1e with user facility personnel.

Event description:
The user facility contacted steris to have their system 1e processor inspected. No report of injury, procedure delays or cancellations.